Manufacturer narrative:
H.6. Conclusions code 1: code 22 - according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential device or procedure-related adverse events that may occur and/or require intervention include, but are not limited to, endoleak and aneurysm enlargement. Imaging evaluation results: the images provided to gore were arterial phases only and dated (B)(6), 2018 and (B)(6), 2019. On (B)(6), 2018 the images show the max diameter appears to measure ~ 76 mm x 103mm. There appears to be a lack of wall apposition at the proximal end of the graft. There also appears to be a contrast-like density present outside of the implanted device on the arterial phase, unable to confirm presence of contrast with available image set. The (B)(6), 2019 the images show the max diameter appears to measure ~ 82 mm x 114 mm. There appears to be a lack of wall apposition at the proximal end of the graft. There also appears to be a contrast-like density present outside of the implanted device on the arterial phase, unable to confirm presence of contrast with available image set.

Manufacturer narrative:
The review of the manufacturing paperwork verified that the lot met all pre-release specifications. The device is undergoing an evaluation but has not yet been completed. Results pending completion of imaging evaluation.

Event description:
On (B)(6) 2019 the patient had an ancure device relined with a gore® excluder® aaa endoprosthesis. The physician has reportedly asked for an imaging evaluation to look for sac growth. CT images from (B)(6) 2018 and (B)(6) 2019 were provided and evaluated.